Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both removed/broken. The investigation found a broken top case, cracked on right plunger case and bottom case. The pump event history showed an invalid syringe size error in the error history log (ehl). The evaluation was performed, and the reported issue was caused by contamination found on main board and size pot. Invalid syringe size was found during syringe test and was unable to calibrate the size sensor. The root cause of the reported issue was use error. The technician replaced the main board and size pot. Performed syringe test and all functional test which passed.

Event description:
It was reported that the plunger isn't recognizing syringe size error was observed. No patient injury was reported.